Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: it was a trauma case so the surgeon performed fixation. It was reported that post-op, upper half of the broken screw has been explanted and lower half of the screw remained in vertebral body. Revision surgery was performed as a result of the event.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the screw has broken about 4 threads down from the head of the screw and the broken half was not returned for inspection. Microscopic inspection of the screw revealed a fairly flat fracture surface with no indication of pre-failure. This type of damage is consistent with torsional overload during the removal process. If information is provided in the future, a supplemental report will be issued.